Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the battery completely failed with no warning; going from normal function 6 months prior to no telemetry. Two programmers were used and the device could not be interrogated. No magnet response and no output were also reported. The device was explanted. No patient complications have been reported as a result of this event.